Event description:
Programming history database periodic review was performed and low impedance was detected during system diagnostic test on the patient's device on two separate dates. The initial low impedance was detected on the date of generator implant. System diagnostic tests were performed between the two dates of low impedance and gave impedance values within normal limits, however the impedance was on the low end. No known patient manipulation had occurred on the lead. It was also reported that patient's seizures had not increased considerably due to this device issue. Device history records were reviewed for the generator and was found to have passed functional specifications prior to distribution. A review of the manufacturer's programming history database for the patient's previous generator indicated that there was no evidence of low impedance prior to the replacement surgery. No surgical intervention has occurred to date. No further relevant information has been received to date.